Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose of 45 mg/dl. The customer was treated with juice for low blood glucose. Customer stated that the insulin pump was not suspending the insulin delivery. Customer was using the auto mode feature at the time of event. The insulin pump will not returned for analysis.